Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus instrument was analyzed and the complaint was not confirmed by failure analysis. Additional observations found unrelated to the reported complaint states that the endoscope was tested for its functionality. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact. The endoscope was also found with a camera instrument adapter defect and during visual inspection, found label on shell housing. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module had no image and failed the test.

Event description:
It was reported that during central processing, the 30-degree endoscope plus was observed to have a circle piece missing from the lens. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information : the circle piece of the lens fell off from the 30-degree endoscope plus during reprocessing and there was no patient involvement associated with the reported event. It was additionally confirmed that there was no observation of fragments falling into the patient's anatomy during last procedural use of the product.

Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.